Event description:
Dealer, stated she had to fix the same problem once before on the same rollator, the first time was (B)(6) 2012. She stated the piece that keeps the wheel from rolling keeps braking.